Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 365 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis was treated with insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, and manual injection/insulin pen with the symptoms of malaise. The event involved product(s) mmt-332a, mmt-1884, mmt-242at. The customer declined troubleshooting and it was unknown whether the insulin pump was utilized within 48 hours of the event and whether the auto mode feature was active or not. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-242at.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 23-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. In further full review found multiple no delivery alarms in the pump history on (B)(6) 2025 and (B)(6) 2025 from 03:56:01.000 until 20:02:01.000 during bolus deliveries. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No unexpected no delivery alarm/insulin flow blocked during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.1 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with keypad overlay texture damage, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. Insulin flow block alarm/no delivery alarm was recorded in the pump history, however, insulin flow block alarm/no delivery alarm was not confirmed during testing. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer received an unknown pump alarm.